Event description:
It was reported by the rep that (1) tct75 was used during a left upper lobectomy procedure. It was reported that the surgeon closed the instrument on the lung and attempted to fire but experienced premature lockout. The case was completed with another instrument and with no pt consequence.